Manufacturer narrative:
Cartridge product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been five other similar complaints reported in the lot number. (B)(4).

Event description:
A surgical assistant reported that during a cataract extraction/iol(iol) implant procedure, the cartridge cracked, and the lens got stuck in the cartridge during the insertion process. There was no patient impact reported. Additional information was provided by the surgical assistant that upon insertion of the lens through the cartridge using an automatic delivery system, the tip of the cartridge split/splayed in a way that the surgeon felt it was unsafe and removed the cartridge with the lens partially engaged. The lens was reloaded in a new cartridge and it happened again. Lens was successfully implanted with second attempt. There are two cartridges associated with this surgical event. This is report is for the first cartridge used.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified lens and handpiece. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model is only qualified for use in two specific cartridges with two specific handpieces. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The root cause for the reported damage is most likely related a failure to follow the directions for use (dfu). The account used a non-qualified lens/cartridge/handpiece combination. The manufacturer internal reference number is: (B)(4).